Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR. Report:1627487-2015-03441. It was reported the patient was receiving ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the scs leads were disconnected (remain implanted) from the scs ipg and 2 new leads were implanted which resolved the issue. Device 2 is located at peripherally at s2-s3.